Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she received a motor error alarm during bolus. Device was not exposed to a magnetic field. Customer does use the sensor feature and is unable to complete the rewind sequence. Customer stated that the insulin pump alarmed button error and the buttons were not responding. Blood glucose value is 78 mg/dl. Nothing further reported.

Manufacturer narrative:
No unexpected button error alarms or motor error alarms noted during testing. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and motor test. The insulin pump had an intermittent button response on the act button due to corroded keypad traces noted. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.